Event description:
The device was returned and its evaluation has been completed. Upon inspection of the device, there was a 2 mm gap between the graft cover and tapered tip. The rest of the device was unremarkable. A guidewire was attempted to be inserted through the tapered tip; however, there was an occlusion in the tapered tip ID at the start of the lumen by a glossy material. The guidewire was then attempted to be tracked through the backend t-tube; however, a second occlusion was encountered 4.1 cm from the distal end of the tapered tip. The tapered tip was cut into two pieces between the two occlusions; both occlusions were approximately 1 mm in length. A guidewire was re-inserted through the backend t-tube and the second occlusion was attempted to be pushed out. Once increased force was applied to the occlusion, an audible pop was heard, but no material was able to be pushed out from the tapered tip. Secondary pass of the wire met no resistance. The complaint was confirmed; there were two obstructions in the tapered tip lumen that prevented wire passage. Ftir testing found that the material was likely hydrophilic coating; the sample matched hydrophilic coating by 73%.

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. It was reported that while trying to insert the wire into the delivery system, it was impossible because something appeared to be in the middle to the nosecone. The delivery system was still outside the patient when this was noted. Nothing popped out of the delivery system during this attempt. There was no patient injury and the decision was made to use another endurant iliac extension stent graft to complete the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).